Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude. Additional information received which indicated that this ra lead exhibited intermittent atrial undersensing what was observed on the presenting electrogram (egm). As of this time, this lead remains in service. No adverse patient effects were reported.